Event description:
The surgeon was inserting a three piece collamer lens model cq2015 into patient's eye and the haptic tore. The surgeon enlarged the incision minimally to remove the lens and replaced with another model lens. No suture needed to close the wound.